Event description:
It was reported that during the endoscopic vein harvesting procedure, the dissection tip nose cone broke off, while inside the leg. The harvester retrieved the piece from the original incision site with the help of the c-ring. The case was completed with a replacement device. No patient complications have been reported.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.